Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Manufacturer report number 1627487-2019-11758. Manufacturer report number 1627487-2019-11760. It was reported that the patient was experiencing swelling and itching at the ipg site. In return, the ipg, leads (medtronic) and lead adapters were explanted. Reportedly, patient is also being treated with medication.